Event description:
Major pump unit(s) involved: device thrombosisadditional text: thrombus found within inflow and outflow tract of devicespecific component(s) involved: inflow graft malfunction/malposition; outflow graft malfunction/malpositionadditional text: thrombus; thrombusother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : low dose thrombolytics (failed), turned off device as pt was asymptomatic with thrombusimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: inflow graft malfunction/malposition; outflow graft malfunction/malposition